Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus sales representative reported on behalf of the customer the 4k camera head had displayed error e226 error code and the image on the screen had suddenly darkened and blackout occurred. The issue was found during a therapeutic otolaryngology endoscopic sinus surgery procedure. The facility completed the intended procedure with the same device. There was no reported delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection. Darkening and blackout was unable to be confirmed. The logs confirmed error e226 occurred. There was also noise due to cable breakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the events occurred due to cable breakage, however, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.